Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the second firing was stopped on the way. It was found that the tissue of the pt's side was not stapled when the device was released. Additional suture was performed. There were no adverse consequences to the pt. The doctor commented that he fired with attention to clips.